Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f05 - delay to treatment/therapy. F2301 - additional device required. A090209 - visual prompts will not clear. A14 - infusion or flow problem. A13 - communication or transmission problem. E2401 - insufficient information. There was patient involvement. A report was received from health canada's canada vigilance program which states, "patient infusing amiodarone @ 60mg/hr and propofol @15mcg/kg/min. Channels infusing medications would stop infusing while beeping error on channel. Rn sw in room during event, switched channels to another pump that continued to have channel and communication errors. The third brain with two new channels worked."

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182). Correction : date of event, describe event or problem, unique identifier (UDI) #, concomitant med prod data, initial reporter addr 1, initial reporter city, initial reporter zip, imdrf annex a,g codes. Additional information: medical device serial #, device manufacture date, imdrf annex b and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.